Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient presented to three months post photo refractive keratectomy (prk) follow up with complaints of blurry and shadowing vision. Reporter indicated mild corneal haze inferior to corneal axis of the right eye was observed. Patient was placed on an increased topical steroid dosage. Attempts have been made for patient outcome results; however, no additional information has been received.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The root cause could not be determined conclusively. (B)(4).